Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm even after infusion set change. Customer's blood glucose was 432 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised that issue may be due to site or set. Customer was advised to consult with healthcare professional regarding different types of infusion sets.